Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of the pt reported that the pt woke up to the infusion device beeping and "300" and "77" were displayed on the screen. The mother was instructed to insert a new power pack and the device functioned properly. The power pack had been in use for 2 weeks. The pt was aware of the recall and she was instructed to change the power pack every 2 weeks. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned of evaluation.